Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed due to the f600 component on the computer/analog board measuring open. The root cause for the open f600 could not be positively identified. There was no adverse event that resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) was confirmed due to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The electrode belt was unable to pass detect and treat testing. The root cause for the open wire was unable to be positively identified. Belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a monitor will not power on. A us distributor reported that a patient was experiencing "check therapy pad" messages.

Event description:
A us distributor reported that a patient was experiencing "check therapy pad" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) was confirmed due to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The electrode belt was unable to pass detect and treat testing. The root cause for the open wire was unable to be positively identified. Belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.